Event description:
Clinical study. It was reported that 390 days after a coronary drug eluting stenting treatment procedure, the patient required a target vessel reintervention (tvr). The patient presented for treatment with an acute myocardial infarction. The index procedure treated a 3.5x20mm, 100% stenosed lesion in the mid left anterior descending artery (mid lad) with predilation and placement of a taxus express2 3.5x20mm drug eluting stent. Residual stenosis was 0%. Heparin, bivalirudin, aspirin, clopidogrel, beta blockers and statins were administered during the procedure. The patient was discharged 5 days later on aspirin and clopidogrel. Three hundred ninety days post index procedure, the patient returned for a protocol-mandated 13-month follow-up angiogram and underwent a percutaneous coronary intervention (pci). The patient was asymptomatic. A 2.75x28mm taxus stent was placed in the 70% stenosed mid lad. A 2.75x8mm taxus stent was placed in the 80% stenosed distal right coronary artery to treat a non-target lesion and a 2.75x12mm taxus stent was placed in the right posterior descending artery to treat another non-target lesion. The procedure was successful and the patient was discharged the following day without any further complications noted. The physician assessed the device relationship of this event as definitely.

Manufacturer narrative:
Device evaluation: the stent remains in the patient and the delivery device has been disposed; therefore, no direct product analysis will be available. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.